Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, on (B)(6) 2018, the defibrillation system was explanted because an infection was suspected.